Event description:
It was reported that during a routine pulse generator changeout procedure, the device was exposed to electrocautery and lost output. The device was explanted and replaced as scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.